Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The review of the device history records indicates no abnormalities and the device left biomet control conforming to print specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(6). There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, ¿care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result.¿

Event description:
It was reported that during a surgery on (B)(6) 2014, four anchors failed. The maxbraid suture broke after insertion and no anchors came out. Surgeon changed the pack of juggerknots he was using to another 912010 which worked fine for the rest of the surgery. New holes needed to be drilled to complete the procedure and the anchors were left in the patient.